Manufacturer narrative:
(B)(4). Date of initial report: 07/06/2016. Date of follow-up report: 07/28/2016. Evaluation of the incident device confirmed the tip of the electrode was broken off at the narrowest point of the electrode. The electrode also had scratches on the surface and appeared to have been heavily used. The cause of the damage could not be determined.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the sigmoidectomy procedure, the electrode broke while being cleaned. Nothing fell into the patient. There was no patient injury.